Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the oxygenator was leaking on a patient. The perfusionist cut out the damaged oxygenator and replaced it with a new one. The flows and pressures were not available. The flows were 2430 rpms and 2.71 lpm. A centrimag pump head was not being used. Blood was noticed on the floor and the sweep was turned up and blood started leaking out the bottom. It seemed to be coming from the blue part on the bottom by the heat exchanger. The patient required cardiopulmonary resuscitation (CPR) during the exchange. The patient was on support for 4 days. There were no issues noted prior to support. The act/ptt was unknown. The exchange resolved the issue. The patient was stable.